Event description:
A site representative reported a vertek arm that will no longer lock properly. There was no patient present.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The handle of the articulating arm was locked up. The reported event was confirmed. The device was replaced and there were no further issues.

Manufacturer narrative:
No patient information was provided as no patient was involved in this concern. Suspect vertek arm has not been returned to manufacturer for further evaluation.